Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). (B)(6) study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016 as part of the (B)(6) clinical study. This complaint is being reported based on the event of wheeze treated with antibiotics and requiring hospitalization. On (B)(6) 2016 the patient was admitted to the hospital for the bt procedure. On (B)(6) 2016, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. The patient remained in the hospital as planned for the bt procedure and was discharged the following day, (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient was diagnosed with wheeze. The patient was hospitalized and treated with levofloxacin 0.6g ivrp qd (intravenous drip once a day), doxofylline 0.2g ivrp qd, methylprednisolone 40mg ivrp qd, and magnesium sulphuricum 2.5g ivrp qd. On (B)(6) 2016 the wheeze had resolved and the patient was discharged from the hospital. Baseline spirometry values visit date: (B)(6) 2016: pre-bronchodilator: fev1 (l): 1.67, fev1 (% predicted): 77.92%, fvc (l): 2.73, fvc (% predicted): 107.99%.